Manufacturer narrative:
Concomitant medical products: d284drg ICD, implanted: (B)(6) 2009. Product event summary: the partial lead in segments was returned and analyzed. Analysis revealed that the outer insulation was ruptured. It was also noted that there was blood on the proximal conductor and visual analysis of the lead revealed apparent explant damage.

Event description:
It was reported that the atrial lead and right ventricular (rv) lead exhibited a rise in thresholds over time and sensing had decreased. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.